Manufacturer narrative:
An event regarding instability involving an unknown triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records with a clinical consultant indicated: "summary: this product inquiry concerns a male patient who was (B)(6) years of age at the time of the event. He underwent a cemented cr primary total knee arthroplasty on (B)(6) 2015. The patient developed instability which necessitated revision. The revision took place on (B)(6) 2018. The previously placed 9 mm cs insert was replaced with a 16mm cs insert. No other clinical information was provided. Confirmation of event: I can confirm that the patient had a primary total knee arthroplasty in 2015 and underwent revision in 2018. I am able to confirm these procedures since I was able to review the operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of instability, approximately three years after surgery are multifactorial including surgical technique, patient lifestyle, activity level and bmi, possible trauma, and possible stretching of the medial and or lateral ligament complex as well as the pcl. I would not assign any causality to the implant itself." -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to instability involving an unknown triathlon insert. A review of the provided medical records with a clinical consultant indicated: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient came in for clinic visit complaining of pain and instability and patella 'jumping out¿'. Bracing did not help. Right knee revision surgery occurred on (B)(6) 2018 and resulted in revision of tibial bearing insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient came in for clinic visit complaining of pain and instability and patella 'jumping out .bracing did not help. Right knee revision surgery occurred on (B)(6) 2018 and resulted in revision of tibial bearing insert.